Event description:
Same case as MDR ID#2134265-2011-03836. It was reported that during a percutaneous coronary intervention a stent damage occurred. The physician attempted to load the 3.0 x 16mm omega mr stent delivery system onto the guide wire but was unable. Upon removal of the device it was noted that the stent was "crinkled on the balloon". The physician tried another 3.0 x 16mm omega stent and encountered the same problem. The procedure was completed with a different device. There were no patient complications and the patient's status was described as ok. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the omega device was received with a kink in the mid-shaft of the sds within one (1) mm of the hypotube. The balloon of the stent delivery system (sds) was tightly folded; however, the stent was not centered between the markerbands. The stent was moved distally from the as-manufactured position on the balloon; the distal end of the stent was overlapping the distal markerband and the proximal end of the stent was seven (7) mm from the proximal markerband. The mid-portion of the stent was mangled; there were bent and overlapping struts in all rows other than the first three (3) distal and proximal rows. Magnified inspection presented stent strut impressions on the surface of the balloon between the proximal markerband and the proximal edge of the stent. The location of the stent strut impressions suggests the stent was appropriately positioned and secured to the balloon in manufacturing. There was no other damage to the stent or the sds. The protective tubing that is placed over the stent in manufacturing was not returned with the device. The wire lumen of the sds was functionally tested by back-loading a .014" guidewire through the distal tip of the sds. The wire was advanced through the full length of the wire lumen twice with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#2134265-2011-03836. It was reported that during a percutaneous coronary intervention a stent damage occurred. The physician attempted to load the 3.0 x 16mm omega mr stent delivery system onto the guide wire but was unable. Upon removal of the device it was noted that the stent was "crinkled on the balloon". The physician tried another 3.0 x 16mm omega stent and encountered the same problem. The procedure was completed with a different device. There were no patient complications and the patient's status was described as ok. This product is only ous approved but it is similar to an approved us device.